Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a toric implantable collamer lens -14.5/+2.0/064 (sphere/cylinder/axis) into the patient's left eye (os). The surgeon reports a small refractive error and lens rotation. Attempts to obtain additional information have not been successful.